Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the user noticed that the image from the scope appeared to be very fuzzy. The same unit was used to complete the procedure, but it was reported that it was not at optimal condition. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. I(B) (4).